Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a seventy-three year old male patient in cardiac arrest, the device gave a "replace electrode" prompt. The clinician did not have an additional set of electrodes. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.